Event description:
It was reported that the right atrial lead exhibited increased thresholds. The patient was asymptomatic. The lead was capped and replaced. Following the procedure, the patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.